Event description:
Boston scientific crm received information that this right atrial (ra) lead presented with atrial undersensing on the electrocardiogram. An interrogation of the associated device revealed that there were low amplitudes and no atrial capture at maximum outputs. The device was then reprogrammed to the most sensitive atrial sensing. Sensing was observed but there was still no capture. It was suspected that this ra lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter has a power issue (battery indicator). The patient's diabetes is managed with self adjusting insulin. The power issue began on (B)(6) 2010 at 7 am. At the time of concern, the patient reportedly was unable to test on his blood glucose due to the intermittent power issue and to administered insulin per his sliding scale regimen. Despite the power issue, the patient took the usual dose of his novolin and novolog insulin. At around 8 pm, the patient reportedly developed symptoms described as "sweaty and dizziness." There was no allegation of any medical intervention as a result of the product issue. According to the troubleshooting performed with customer service, the power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k053529.